Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 13:02:26. During night drain cycle three, the patient's ultrafiltration reading was 1288ml, indicating the home patient (hp) drained 1288ml more than their maximum programmed fill volume of 1100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The assignable cause was determined to be insufficient drain- inappropriate programmed minimum drain volume percent was set too low. If any additional information is received, a follow-up will be sent.